Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. In the ward/ICU, the reservoir could not be locked during use. Further details are not provided. No sample will be returned. No reported patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.